Event description:
Customer received result of 20.1 mmol/l on the mobile system, and result of 1.9 mmol/l on a professional optium xceed meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Fields were blank, areas now complete.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.